Event description:
The customer observed discrepant carbon dioxide (co2) results generated from alinity c processing module for multiple patients. The results provided were: on (B)(6) 2025 patient 3: initial= 22 meq/l /repeated=21 meq/l. Patient 5: initial=21 meq/l /repeated=22 meq/l. Laboratory reference range for co2=22 to 29 meq/l. There was no reported impact to patient management.

Manufacturer narrative:
Updated section b5 describe event or problem: changed correct verbiage to: the customer observed discrepant carbon dioxide (co2) results generated from alinity c processing module for multiple patients. From incorrect verbiage: the customer observed discrepant chloride results generated from alinity c processing module for multiple patients.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) performed multiple troubleshooting procedures but was unable to determine a single definitive likely cause part and the alinity I processing module, serial number (B)(6) was considered the likely cause of the result issues. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no product deficiency was identified for alinity I processing module, serial number (B)(6).

Event description:
The customer observed discrepant carbon dioxide (co2) results generated from alinity c processing module for multiple patients. The results provided were: on (B)(6) 2025 patient 3: initial= 22 meq/l /repeated=21 meq/l. Patient 5: initial=21 meq/l /repeated=22 meq/l. Laboratory reference range for co2=22 to 29 meq/l there was no reported impact to patient management.

Event description:
The customer observed discrepant chloride results generated from alinity c processing module for multiple patients. The results provided were: on (B)(6) 2025 patient 3: initial= 22 meq/l /repeated=21 meq/l. Patient 5: initial=21 meq/l /repeated=22 meq/l. Laboratory reference range for co2=22 to 29 meq/l there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.